Event description:
It was reported that the customer experienced a past blood glucose (bg) level ranging from 300-400 mg/dl, cause was unknown. Due to the bg level the customer experienced ketones (size unknown) that a healthcare provided identified as life threatening. Customer required assistance giving a correction bolus via the pump and checking bg level with meter. Reportedly, the customer continued to use the pump for insulin therapy.